Manufacturer narrative:
Correction: report reference information: (B)(4). Correction: a1: patient identifier: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, a patient underwent a cesarean section due to placenta previa at 38+5 weeks gestation and delivered a single, live, fetus. The user placed a 'bakri tamponade balloon catheter' to treat the patient¿s postpartum hemorrhage. The device was placed transabdominally and 50ml of normal saline was injected; a leak in the uterine balloon was then found. The balloon was not inflated prior to the closure of the hysterotomy. The procedure was completed using a new device. The device was not handled by or in the proximity of any metal tools (i.e., forceps or suture needles) that may have damaged the balloon. The patients estimated blood loss was 900ml. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Nvestigation evaluation. A document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as visual inspection and functional test of the device were conducted. The complaint device was returned for evaluation. The balloon was function tested, and a pin hole leak was observed in the material. A document-based investigation evaluation was performed. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause of the event could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer street = (B)(6). Postal code = (B)(6). Customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a patient underwent a cesarean section due to placenta previa at 38+5 weeks gestation and delivered a single, live, fetus. The user placed a 'bakri tamponade balloon catheter' to treat the patients postpartum hemorrhage. The device was placed transabdominally and 50ml of normal saline was injected; a leak in the uterine balloon was then found. The balloon was not inflated prior to the closure of the hysterotomy. The procedure was completed using a new device. The device was not handled by or in the proximity of any metal tools (i.e., forceps or suture needles) that may have damaged the balloon. The patients estimated blood loss was ~900ml. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.